Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2017, patient underwent total knee joint replacement using attune knee system due to bone on bone arthritis in both knees. After 4 and a half years, patient was experiencing severe and persistent pain, discomfort, swelling, instability and difficulty ambulating. Patient underwent revision on (B)(6) 2023. During surgery, it was observed that the tibial base came free from the tibia with little or no force, cement also did not bond or adhere to the tibial base. Doi: (B)(6) 2017. Dor: (B)(6) 2023. Left knee.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Update on 29-feb- 2024 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Medical records received: on (B)(6) 2004, the patient has a left knee acl tear with history of acl repair in 1982. On (B)(6) 2017, the patient had bilateral knee arthroplasty to address bilateral knee osteoarthritis. Depuy components were placed in both knees. On (B)(6) 2023, the patient had a revision left knee arthroplasty to address aseptic loosening of the tibial component. The patient reports having worsening discomfort, pain around the left knee along with stiffness, swelling, and some limitations in range of motion. A preoperative bone scan noted effusion. During the procedure, the surgeon observed bony overgrowth on the tibial side which was ¿consistent with component loosening¿. There was no cement attached to the bottom of the tibial tray. Depuy components were removed during this procedure. Pathology notes from the surgery note the spacer removed had 8501810 inscribed and the tibial tray had d150610004 c 8491975. On (B)(6) 2023, the patient is status left total knee revision, but presents to day with severe pain around the left hip area. The patient¿s left knee is doing well. Patient has a history of extensive lumbar spine fusions. No treatments noted.